Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The lesion being treated was located in the calcified right coronary artery (rca). The physician inflated the 2.50x15mm apex balloon to 12atms and the balloon ruptured. The balloon was removed intact. The procedure was completed with another 2.50x15mm apex balloon. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The lesion being treated was located in the calcified right coronary artery (rca). The physician inflated the 2.50x15mm apex balloon to 12atms and the balloon ruptured. The balloon was removed intact. The procedure was completed with another 2.50x15mm apex balloon. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer - the apex over the wire (otw) balloon catheter was received with no original packaging or other devices. There was blood and contrast in the inflation lumen and balloon. The distal end of the balloon had a longitudinal with circumferential tear 6mm long beginning 5mm from the distal tip. There was also a kink at the edge of the strain relief. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).